Manufacturer narrative:
Result: the pod8 pet lock was intact, the pusher assembly was kinked approximately 5.0 and 172.0 cm from the proximal end; the coil was intact with the pusher assembly. Conclusion: evaluation of the returned device revealed that pusher assembly was kinked. This type of damage likely occurred due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. There was no visible damage to the px slim or the non-penumbra device. All penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00745.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod8 coils. During the procedure, while the physician was advancing a ruby coil through another manufacturer's microcatheter, the ruby coil pusher assembly became kinked. The physician did not experience any resistance, friction or difficulty while attempting to advance the ruby coil. The ruby coil then unintentionally detached inside the microcatheter and was therefore, removed. Next, the physician deployed and detached a new ruby coil into the target vessel using the same microcatheter without any issues. The physician then followed with a new pod8 coil; however, the pod8 coil would not advance out of the microcatheter, so the physician decided to change out the microcatheter for a px slim delivery microcatheter (px slim). An attempt was made to advance the pod8 coil through the px slim but was unsuccessful. The physician then realized that the pod8 coil was not advancing out of its introducer sheath so the issue was not with the other manufacturer's microcatheter or the px slim. Therefore, the pod8 coil was removed and the procedure was completed using a new pod4 coil, pod6 coil and the same px slim. There was no report of an adverse effect to the patient.